Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death, as listed in the graftmaster (gm) rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Medical affairs reviewed the reported information, and the reviewer concluded that the patient presented with mi and cardiogenic shock on admission. During the pci procedure, a perforation in the mid-lad from an unknown etiology occurred. Multiple gm were used to try to seal the perforation. The 1st one was expired and was not used while the 2nd gm failed to cross due to difficult anatomy. The 3rd gm was dislodged in the lm but balloon of the gm was used to ensure the dislodged stent was apposed and the 4th gm sealed the perforation however, patient eventually died because of the complications from the perforation. As the physician stated in the report, the patient¿s health status was already unstable upon admission with mi and cardiogenic shock and the occurrence of perforation complicated it. Main cause of death was mi, cardiogenic and hemorrhagic shock secondary to perforation. I agree with the physician that the graftmaster did not cause or contribute to the outcome of death. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices and/or previously implanted stents. It is possible that interaction of the stent delivery system (sds) with the challenging anatomy during advancement disrupted the stent on the balloon, ultimately causing the stent to dislodge; however, this cannot be confirmed. The same stent balloon was used to fully appose the dislodged stent to the vessel wall; however, it was outside of the perforated area. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The main cause of death was mi, cardiogenic and hemorrhagic shock secondary to the perforation and the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 2.8x16 graftmaster device referenced will be filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a myocardial infarction (mi) and cardiogenic shock and during treatment of the mi, a perforation occurred in the mid left anterior descending coronary artery. A 3.5x16mm graftmaster was noted to be expired. The device was not used and there was no patient involvement. A 2.8x16mm graftmaster failed to cross due to the anatomy. Another 2.8x16mm graftmaster covered stent was advanced, but dislodged in the left main coronary artery which made things more challenging. The same stent balloon was used to fully appose the dislodged stent to the vessel wall; however, it was outside of the perforated area. Lastly, a 3.5x16mm graftmaster covered stent was deployed and successfully sealed the perforation. The patient expired on (B)(6) 2020 due to the mi, cardiogenic shock and perforation. In the opinion of the physician, the use of these graftmasters did not cause or contribute to the patient death in any way. The patient's health was declining toward death (mi, cardiogenic shock, and perforation) prior to any graftmaster use. No additional information was provided.